Manufacturer narrative:
Zoll medical corp has not rec'd the product and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed 30 joule self test. Complainant indicated that the there was no pt involvement in the reported malfunction.